Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was visible in the battery compartment and on the underside of the returned battery cap. The returned battery cap was unable to fully tighten on to the pump; though the cap contact dimensions measured within specifications. Due to the moisture contamination and damage, the pump was unable to power on during testing with both the returned cap and a test cap. The pump¿s history and black box data could not be downloaded. The pump failed a leak test at the battery compartment. The pump cover was removed and no additional moisture was found in the pump.